Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon eval, the electrode belt's trunk cable connector was deformed. The damaged connector prevented the belt from being connected to the monitor. The root cause of the damaged connector was unable to be positively determined, but was likely caused by physician abuse. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt's father contacted zoll customer support to report that the pt's electrode belt connector was damaged. The pt was issued a replacement electrode belt.